Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/22/2019. The customer contacted product support and requested for service repair. The field service engineer (fse) replaced the touch screen to address the reported issue.

Event description:
The customer reported that the ventilator touch screen is faulty. The customer reported that the unit was not in use on patient.